Event description:
It was reported that the lead dislodged due to tissue ingress. The lead had difficulty attaching to the appendage. The lead was explanted and replaced. The patient is enrolled in the surescan pas study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors were distorted and had blood/body fluid (not obstructed). The inner insulation was kinked and buckled. The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted apparent explant damage.